Event description:
It was reported that at a device check post a right ventricular (rv) lead repositioning positioning, safety pacing was noted. An x-ray revealed that the atrial lead had dislodged and fallen into the ventricle. The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296-78 lead implanted: (B)(6) 2014; dtba1d4 ICD, implanted: (B)(6) 2014. (B)(4).